Manufacturer narrative:
Correction: this event was incorrectly reported on the recharger and should have been system reported on the implantable neurostimulator (ins). Please see regulatory report #: 3004593495-2018-00849 for the initial report and supplemental report for this event. Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Analysis of the recharger (s/n: (B)(4)) showed that there were intermittent coupling issues and the recharger failed on bench testing, but passed plexus testing. The device was scrapped because of this. The following codes apply to the ins: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The rep reported that the patient stated that the pad (recharger) was causing her back to feel like it burned and leaves a read mark. The patient stated that whether they are leaning on a couch or just sitting up, she was getting the red mark and burning sensation at ins site. Technical services suggested changing the recharge speed to 3 or 2. The patient reported getting "try again" on her controller. The patient stated that they had also noticed discoloration of the recharger wire, where it goes into the recharger pad itself. It was noted that the controller had been replaced multiple times. Additional information was received from the patient on (B)(6) 2018 who was responding back from a follow up letter sent to them. The patient reported their weight at the time of event was 150 lbs, and indicated that the replacement recharger sent to them resolved the feeling of being burned and they are able to successfully charge. No further complications were anticipated/reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.